Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a power switching incident associated with one of their batteries. The battery was replaced by the hospital and will be returned for evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via log file analysis because log files were not available for analysis. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the battery did not experience a power switching event and was able to adequately provide power to a test controller. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching events are most often attributed to communication errors and/or momentary disconnections between the controller and batteries. If information is provided in the future, a supplemental report will be issued.